Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The shaft was broken and part of the shaft polymer extrusion was not returned for analysis which includes the balloon, stent and bumper tip. A visual and tactile examination found multiple kinks along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found that there was a break on the extrusion shaft at the port bond site (125mm distal to the mid-shaft bond) exposing the core wire. The midshaft was damaged and kinked 26mm distal to midshaft bond. The sds distal of break site was not returned for analysis (including shaft polymer extrusion, balloon, stent and device tip). This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 06-mar-2017. It was reported that crossing difficulties were encountered. The 83% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 4.00 x 12 synergy¿ drug eluting stent was then advanced but failed to cross. The device was removed from patient's body and the procedure was completed with another with same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed the shaft was broken and detached.